Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis final analysis found the device exhibited premature elective replacement indicator. The root cause of the anomaly could not be determined despite extensive testing.